Event description:
On 7/16: customer reports they were performing a stent placement procedure when fluoro failed. Customer not willing to provide patient information other than to report the procedure was completed, and the physician had already confirmed stent placement before the failure occurred. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot system using the sedecal generator service manual and consulted with liebel flarsheim technical support. Fse replaced the generator console, made adjustments and checked for proper operations per the service manual. Unit was returned to full service by the customer.